Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited capture and sensing anomalies. An x-ray revealed the lead insulation was breached and the lead was fractured. The lead was explanted and replaced. The patient was in stable condition post surgery.